Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device ¿failed¿ as the patient¿s fluid levels in their spine were higher than they should be. Reportedly, the patient¿s doctor did not recommend a replacement, but suggested bariatric surgery as the solution. The patient was planning on seeking a secondary opinion as she felt it could be life affecting/threatening.